Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12003. It was reported that the rotawire melted with the burr. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. It was noted that the rotawire melted with the burr. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval., device returned to MFR., eval summary attached, age at time of event, age at time of event (unit), patient sex and describe event or problem, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: (B)(6). It was further reported that the target lesion was located in the calcified left main, ostial left anterior descending artery, and left circumflex artery. During the preliminary setup of the 1.50mm rotalink¿ plus, the physician did a trial rpm and found the wire became stuck in the burr and was unable to pull out the wire. This happened prior to introducing the device into the patient, while checking the air pressure and burr speed. The whole system was discarded and the procedure was completed using another of the same rotalink and rotawire.